Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable carbohydrate antigen 19-9 (ca 19-9) results for one patient sample. The initial result was 250.5 u/ml and was reported outside the laboratory. On (B)(6) 2013, the same sample was repeated on another analytical e module analyzer and the result was 14.60 u/ml. The sample was then repeated on the original analytical e module analyzer and the result was 13.00 u/ml. It was not known if the patient was adversely affected. The ca 19-9 reagent lot number was 170785. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be determined. Based on the review of the provided calibration and qc data, a general issue with the system or calibration was not indicated. Review of instrument performance data did not indicate any hardware issue. The provided instrument alarm trace contained several alarms involving sample pipetting which may have been related to the event.